Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a low questionable result for 1 patient sample tested for elecsys troponin t stat assay (tnt stat) on a cobas e 411 immunoassay analyzer. The initial tnt stat result was 26 pg/ml. A new sample, sample b, was collected 2 hours after the initial sample and the tnt stat result was 500 pg/ml. The customer repeated the initial sample and then obtained a tnt stat result of 576 pg/ml. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. Control results were acceptable. The tnt stat reagent lot was 295258 with an expiration date that was requested but not provided. The day prior to the event a field service engineer had checked the analyzer and had found everything to be okay.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.